Event description:
A pt reported experiencing inaccurate high results with an otu meter. The pt's blood glucose results were 193mg/dl (lab), 240mg/dl (meter). Tests were done within <10 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.